Manufacturer narrative:
Complaint conclusion: as reported via a literature review, assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. There were 6 tias, 6 cvas, 4 deaths and 12 unspecified adverse events involving the angioguard embolic protection device. There is no additional information regarding patient, lesion or procedural characteristics regarding these events. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported events.

Event description:
As reported via a literature review, assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. There were 6 tias, 6 cvas, 4 deaths and 12 unspecified adverse events involving the angioguard embolic protection device.

Manufacturer narrative:
Natasha a. Loghmanpour and et al (2013). Assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. Society for vascular surgery, volume 57, pages 309-317. This medwatch report is being submitted for 6 patients with no patient demographic or device specifics. The literature article has been attached to the report.